Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon interrogation, it was noted the right ventricular lead exhibited noise that resulted in oversensing episodes. One episode was a false ventricular fibrillation episode that led to a charge, but it returned to normal rhythm, and no shock delivered. The noise episode was believed to be a result of some sort of lead fracture. The patient presented for a procedure on (B)(6) 2019. Prior to procedure, a x-ray test was taken to confirm the lead's location, and there was not any obvious damage to the integrity of the lead. There was no noticeable damage on the lead during the procedure. The lead was capped and replaced on (B)(6) 2019. The patient was stable and was discharged.